Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 123 mg/dl. The customer declined tandem technical support's offer to troubleshoot as the pump supplies were to be changed. The customer indicated that novolog insulin had been used in the cartridge for 4 days.